Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery to popliteal artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery to popliteal artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the target lesion was mildly tortuous, severely calcified and has 99% stenosis.